Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a training/demo of the da vinci system, the training fenestrated bipolar forceps instrument had a broken wire. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: both instruments have been used in training on a living pig. So, I can confirm that there has been no patient involvement.